Event description:
"S/p b subgl infra 305cc dc gels for augmentation. Pt denies decreased size or h/o trauma except for closed capsulotomy early after c/o increased firmness and pain, as well as a changing shape and increased ptosis. Feels tender lumps and is concerned about rupture. In addition has developed progressive systemic sx's dx'd as fms. These are disabling and inclu arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, sore throats, low grade fevers, hot flashes, tmjd, dizziness, memory loss, dry nose, sens sun, sob/cp, wgt gain and gi disturbances. Pt is otherwise healthy."